Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
The customer inspected the electrode compartment and discovered fluid on the cl electrode. The customer dried all the electrodes and wiped the fluids out of the electrode compartment. The customer seated the electrodes back in place. The customer performed ise checks, exchanged all the ise reagents, and completed system maintenance. The customer performed ise calibration and qc. The customer confirmed the ise qc passed. The field service engineer cleaned and removed the moisture and contamination around the cl electrode connection point. After service, the customer performed qc with acceptable results. The instrument successfully initialized. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 cl results for two patients tested on a cobas 6000 c (501) module. The customer confirmed the ise cl qc was acceptable prior to patient testing. The initial results for both patients were not reported outside the laboratory. The customer performed repeat testing with the patient samples on another analyzer for confirmation. Patient 1's initial cl result was 120 mmol/l, and the patient's repeat result was 108 mmol/l. Patient 2's initial cl result was 152 mmol/l with a data flag, and the patient's repeat result was 102 mmol/l. The customer determined the repeat results were correct. The cl electrode lot number was 0182 with an expiration date requested but not provided.